Event description:
On (B) (6) 2009, terumo cvs was informed by a user facility ((B) (6) hosp med ctr), that the tubing was disconnected from the inlet port centrifugal pump. The user facility reports that this event occurred out of box with no pt involvement.

Manufacturer narrative:
Terumo cvs is aware of the event that was reported by the user facility as the organization has received reports of this nature in the past. Such reports have indicated the flexible circuit tubing disengages from the inlet port of the centrifugal pump. However, terumo's assessments (method codes) of this matter have demonstrated that the centrifugal pumps are mfg in accord with intended design specifications - and when securely and properly affixed to appropriate circuit tubing, the event does not occur. As such, terumo references result code (device performs according to specifications). Terumo cardiovascular's conclusion is that there is no malfunction with the centrifugal pump or the pvc flexible tubing. However, it is important that a secure connection between all circuit components be achieved when assembling the bypass circuit. Terumo has issued a safety bulletin to consignees of the product to provide additional info that is designed to assist the user in securing an adequate connection between the flexible pvc circuit tubing and the inlet port of the centrifugal pump.